Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 26 mg/dl, which was treated with food and juice. The customer also reported that the insulin pump was set to shut delivery off at 90 mg/dl, but that did not happen.customer stated that he received large differences between sensor and blood glucose level readings. The insulin pump was not replaced or returned for analysis.